Event description:
Independent repair center: customer alleged alarming/red light ,and the key failure is the valve is stuck. Associated malfunction for this device: power switch no audible alarm, o ring, clamps and ties leaking.